Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to direct communication with the customer is not allowed by local regulations. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness, weakness, and was unable to self-treat, requiring self-treatment of insulin (dose/type unspecified) and sweets. There was no report of death or permanent impairment associated with this event.